Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
During the testing at the user facility, it was noted that the device touchscreen did not respond when pressed. Prior to testing, the device was returned to the biomedical dept with a report of s308 (can bus-error left) malfunction alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.